Event description:
It was reported that this right atrial (ra) lead exhibited noise resulting that this implantable cardioverter-defibrillator (ICD) delivering inappropriate shock therapy. No oversensing was noted. Boston scientific technical services (ts) advised to follow up with the physician. The device remains in service and no additional adverse patient effects were reported.